Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14th august 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the anchor broke during insertion. This was detected during a rotator cuff repair procedure on (B)(6) 2025. The procedure was completed successfully by using another new ar-2324bcc, no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was not confirmed. The broken anchor was not received for evaluation, and no evidence of the failure was provided. One unpackaged ar-2324bcc batch 15316891 was received for evaluation. Visual evaluation revealed that the eyelet was broken, and part is lodged inside the inner shaft. The anchor was not returned for evaluation, nor was evidence of the failure received. Functional testing of the driver outer sleeve and the tb inner member molded swivelock found that the devices smoothly engage. The most likely cause of the reported failure is user error, which includes improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. Directions for use dfu-0087-eo at revision 5 - corkscrew, pushlock, and swivelock, suture anchors. G. Precautions 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket.